Manufacturer narrative:
The lot number of the device was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device ¿ 32 days. The device is expected to be returned for evaluation. It has not yet been received. The user facility medwatch report, (B)(4), was received via cdrh. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device and an extracorporeal circulatory support pump for right sided support. A user facility report was received that stated: patient had both an hm ii lvad implant and centrimag rvad implant. Daily assessments of the rvad cannulas revealed a known small area on inflow cannula just outside the pump that was suspicious for fibrin clot. A month after implantation, the suspicious area on the inflow cannula was no longer seen but the outflow cannula revealed an area of clot that had extended from approx 4 inches from the pump to approx 2 feet of cannula. The team was immediately notified and the rvad pump and rvad inflow and outflow external cannulas were replaced at the bedside. At time of event, the patient was receiving bival @ 0.082 mg/kg/hr and full strength asa with last ptt 76.4. Following the cannula exchange, patient also started on persantine 75mg tid. Additional information was requested from the user facility. There were no reported issues with lvad which remains implanted supporting the patient. The right ventricle extracorporeal support pump is currently expected to be returned for analysis. No additional information was provided.